Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole is confirmed. One 4 fr dual lumen powerpicc sv catheter with a 3cg stylet and t-lock inserted was returned for evaluation. An initial visual observation showed no blood residue on the returned sample. A split was observed in the red lumen of the catheter near the 47 cm depth marker. A microscopic observation revealed the split was mostly straight with somewhat rough edges. Striations were observed on the fracture surfaces, which were flat and somewhat lustrous. The split was observed to encompass most of the red lumen but also extended into the white lumen through the septum. The shape and texture of the split observed in the returned sample suggest the catheter was damaged by a sharp instrument such as a scalpel or scissors. H3 other text : device evaluation findings are in the manufacturer's note.

Event description:
It was reported that there was a hole in the line at the 47cm mark - discovered on pre insertion flush.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew0891 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a hole in the line at the 47cm mark - discovered on pre insertion flush.